Event description:
Reporter, health care professional, stated that in a fed state lab test blood glucose result was 212 mg/dl. Reporter immediately performed back-to-back blood glucose tests on patient, using patient's personal surestep meter, with results of 287 and 313 mg/dl. Reporter states patient was not experiencing any symptoms. Control solution test was 125(97-144) mg/dl.